Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) presented for routine follow-up. While in clinic the patient experienced a syncopal episode. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.